Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unspecified antibiotics for the event of peritonitis (dose, route and frequency not reported). The cause of the peritonitis was not reported and it was unknown if the patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.